Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2018 due to high blood glucose. The customer experienced symptoms such being dizzy and dehydrated. Blood glucose at the time of the admission was 500-600 mg/dl. The customer was treated with visit to ER. The customer states the pump had a blank display and inserted a new battery but pump did not turn on. The insulin pump will be returned for analysis.